Manufacturer narrative:
One ultimum hemostasis introducer was returned and the reported event of sheath damage was confirmed. Visual inspection revealed that the sheath tubing had been detached and separated from the hemostasis hub; the sheath tubing had been fractured, torn, and separated into two sections. Additional investigation revealed the header was present and elongated at the hub detachment section. Based on the received condition of the device and the information provided, the cause of the detached sheath tubing could not be conclusively determined; however, the cause of the sheath damage is consistent with damage during use.

Event description:
When removing the ultimum hemostasis introducer from the femoral vein, the device broke in two pieces. About 9 cm of the sheath remained in the patient anatomy. The sheath was attempted to be removed but broke again, leaving 6 cm of the sheath still in the patient. Vascular surgery was needed to retrieve the remaining portion of the device.